Event description:
Doctor reported he has been using v patches for his umbilical repairs for some time now (i.e. Over 12 months). He reported an infection arose in a young pt over the last two weeks. The pt was treated in the private hospital, had the procedure done, went home on the same day and then two days later rang the doctor as he had "signs of an infection". The signs included redness, seroma formation and discomfort. The doctor brought him back in and is currently treating the pt with antibiotics. The doctor did report that "it probably was not the mesh which caused the infection."

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the lot history records could not be performed as no product code or lot number has been provided. Atrium medical consulted with a clinician on this event. Once we have his evaluation, a follow up report will be submitted.